Event description:
It was reported that the patient successfully underwent an acdf procedure at one level using an anterior cervical plate system. The patient was scheduled for follow up at 3 months and again at 6 months on an unspecified date. A broken screw was detected on xray at the 6 month postop follow-up. According to the report, the patient suffered from increased pain and required a revision cervical procedure to be done. No other complications were reported. Patient outcome from the revision surgery is unknown at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.